Event description:
Additional information received on 2017-apr-19 from a healthcare professional reported the patient was not getting the pain relief they desired and they believe the bupivacaine was causing leg weakness. It was noted that the dose was decreased by 50% (went from 6mg/day to 8mg/day) on (B)(6) 2017. It was noted that the patient's intrathecal fentanyl dosing has been increased and the intrathecal bupivacaine has been reduced. As far as the records indicate, the pump has never ceased functioning. It was noted that the reported pump not working the way it should and the patient's symptoms have partially been resolved. It was noted they were still looking for the medication and dosing that gives the most relief with the fewest side effects. The patient's weight was noted as (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl 800mcg/ml for a total dose of 439.62mcg/day and bupivacaine 16mcg/ml for a total dose of 8.792mcg/day via an implantable pump for spinal pain. It was reported patient had morphine in the pump and it was replaced 6 weeks ago with fentanyl and bupivacaine. It was reported last month on (B)(6) 2017 healthcare professional office "over did it" and the patient could not walk and was wobbly, and the impression the patient got was the patient had to walk it off. The patient was not sure if everything was working the way it should work and the patient had to use a cane and lay in bed. It was stated the patient was still wobbly now with what the patient has left inside of them. At the patient's follow up appointment on (B)(6) 2017 they reduced it by (B)(4) and the patient has not seen them since then. It was reported the patient was now having pain in the legs and in the back and patient was very active to walking off the wobbly. It was noted that the leg and back pain happened a week and a half ago ((B)(6) 2017). It was asked who to contact if patient changes healthcare professionals and information was provided. It was noted there was no out of box failure and a medical or therapy problem associated with small parts was not reported. It was reviewed physician listing site and physician listing information. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.